Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral sides ¿rupture¿. This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, yellow particles in the shell, wear abrasion and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. The unit is not ruptured. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported bilateral sides ¿rupture¿. This record is for left side. The device has been explanted.

Event description:
Additional report of ¿pain (tingling sensation).